Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is received a supplemental report will be submitted accordingly. Referenced article: biventricular pacing during cardiac magnetic resonance imaging. Europace. 2020. 22:117-124. Doi: 10.1093/europace/euz289. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the effect of cardiac resynchronization of left ventricular (lv) function during cardiac magnetic resonance imaging (MRI). It was reported that one patient exhibited atrial fibrillation (af) ten minutes after the cardiac magnetic resonance (cmr) scan. Pharmacological cardioversion with amiodarone was completed and successful. After careful monitoring and programming alerts on, one month follow up showed no atrial fibrillation (af) episode. No other patients in the study experienced any malfunction or adverse event related to their implanted device or leads. The device remains in use. No further patient complications have been reported as a result of this event.